Manufacturer narrative:
Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported that their xhibit central stations (xcs) were not showing telemetry beds. The nurse had later confirmed that the issue was resolved by retuning each telemetry transmitter. A spacelabs healthcare product support specialist (pss) evaluated the event and identified that all of the channels that went offline were associated to a single xhibit telemetry receiver (xtr). The pss gathered device logs from the xtr for further investigation. Review of the logs identified that the xtr had crashed, but it was not determined what caused the xtr to crash.